Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that she was hospitalize due to high blood glucose. Customer 's blood glucose was 1000 mg/dl. The customer take insulin and eats something and went to the hospital. The customer was admitted to the hospital. The customer was getting a lot of high sugars and she was using lantus. The customer was put on medicine for her stomach and she has also gastroparesis and it was affecting her esophagus. The customer declined to continue troubleshooting for other possible causes of high blood glucose. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is a deep crack in the corner toward the battery. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.